Event description:
Hosp uses a convenience kit. During an angiographic procedure air was injected into a pt. There was no pt injury. The customer believes that the issue was due to cracking at the syringe connection port of the manifold packaged in the kit. The device will be returned for evaluation.